Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 4 units of prismaflex m150 had a drain bag leakage due to a crack on the stopcock. The nurse detected this issue in the intensive care unit during treatment. The number of patient(s) involved is unknown. When the issue was found, the user replaced the products, and new products were used to continue the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not received for evaluation. Four used drain bags were received for investigation. One of the bags was cut on the side and near the stopcock, nothing could be done on this bag. The reported defect cannot be confirmed on this bag. The visual analysis of the other three samples confirmed the presence of leakage at the welding of the bags near the stopcock. The reported condition was confirmed. Based on the available data, the cause of this event remains undermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. It is to be noted that the prismaflex m150 set ckt and all the accessories provided within the set, including the drain bag, is a single use product. This means that once used, the product must not be reused (i.e. Emptied and reused during the same therapy) and should be discarded. During the investigation of similar complaints, it has been noticed that the leakage on the drain bags occurred mainly after several hours of treatment, after being filled and emptied several times. The filling/emptying cycles generates physical constraints on the bags, near the welding of the exhausting tube, eventually causing pinholes to form and leakage to happen. However, the prismaflex control unit operator's manual indicates to ¿change fluid bags when the appropriate caution alarm occurs (pbp bag empty, replacement bag empty, dialysate bag empty or effluent bag full).¿ the prismaflex control unit warns the operator when the effluent bag is full and it is specified in the on-screen instruction delivered by the prismaflex control unit that the drain bag should be disconnected and changed for a new bag. Based on the above, the cause identified for the reported events is an unintended use of the effluent bag. Should additional relevant information become available, a supplemental report will be submitted.